Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that there was bleeding around prior impella and multiple sheath exchanges. Additionally, it was reported that the flows ramped up and increased and then there was suction. Multiple attempts were made to increase flow. Echocardiogram indicated the impella was in outflow and the pigtail was straight into back wall. Flows decreased due to possible clot or position. Multiple attempts were made to reposition in an attempt to increase flow. The decision was made to replace the pump. Additional information noted the family withdrew care and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.